Event description:
Per the clinic, the patient experienced insufficient benefit with the attract system. The patient was converted to the connect system using the same implant under a general anaesthetic (date unknown).

Manufacturer narrative:
This report is submitted on july 17, 2023.